Manufacturer narrative:
Physio-control determined that the cause of the reported issue was an electrically open inductor, designator l1, on the analog pcb assembly. It was observed that legs 2 and 3 of inductor l1 were resistive open and measured 260k ohms. It should measure less than one (1) ohm in order for the device to power on.

Manufacturer narrative:
(B)(4) physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While preparing to complete a software update on the customer's device, physio-control observed that after powering on the device it locked up and became unresponsive. Subsequent attempts to power the device on were unsuccessful. There was no patient use associated with the reported event.